Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind test and motor position encoder error alarm was confirmed in the alarm history due to corroded motor home switch. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to motor error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.